Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during da vinci-assisted pancreatoduodenectomy surgical procedure, fenestrated bipolar forceps instrument was found to have broken conductor wire. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: instrument was inspected and no damage out of the ordinary. It is unknown what the surgical task was when the issue occurred. There was no loss of cautery, no thermal damage, and no arcing was observed. It is possible that there was a collision with another instrument. Nothing fell into the patient.